Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The instrument was analyzed by the advanced failure analysis engineering team. Failure analysis investigations confirmed the customer reported the complaint. The instrument was found to have the main tube broken where it meets the proximal clevis at the distal end. A piece measuring approximately 0.096¿ x 0.241¿ was not returned with the instrument. The proximal clevis, adjacent to the broken main tube, exhibited scratch marks which are an indicator of externally applied forces and may be a contributor to the breakage. The instrument has one remaining use out of 10. A review of manufacturing history indicated no related nonconformance.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken where it meets the proximal clevis at the distal end. A piece measuring proximately 0.096" x 0.241" was not returned with the instrument. Additional observation not reported by site that is related to the primary failure: the instrument was found to have a dislodged proximal clevis at the distal end. An image review was provided: it was stated that the proximal clevis had been dislodged from the main tube. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the tip-up fenestrated grasper instrument was found broken. The procedure continued as planned with no reported patient injury.